Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system displayed loss of capture, high thresholds (5.0 volts) and low amplitude (0.9 millivolts) in the right atrium (ra). It was suspected this ra lead microdislodged. The patient was advised to get a chest x-ray and schedule a lead revision procedure. No further information was available. At this time, this ra lead remains in service and there were no adverse patient effects reported.